Event description:
This customer reported that a synchronized shock was not delivered. There was no report of any negative pt impact.

Manufacturer narrative:
This customer reported that a synchronized shock was not delivered. There was no report of any negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.